Event description:
It was reported that the customer went to her health care professional due to high blood glucose levels greater than 300 mg/dl. The customer was given antibiotics for a possible infection, but continued to experience elevated blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.